Manufacturer narrative:
(B)(4). The lot was manufactured from december 21, 2014 ¿ december 22, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor over infused. According to the report, the infusion was set to run for 46 hours, however, after 24 hours the infusion had completed. This occurred during infusion with an unknown solution. There was no patient injury or medical intervention associated with this event. No additional information is available.